Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 27mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement procedure after an implant duration of 4 months due to unknown reasons. The explanted valve was replaced with a 29mm 7300tfx mitral valve. The patient was in recovery post procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry that a patient with a 27mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement procedure after an implant duration of 4 months due to endocarditis resulting in severe pvl. The endocarditis was noted to have originated from an infection in the patient's below-the-knee amputation stump. The explanted valve was replaced with a 29mm 7300tfx mitral valve. Tee revealed that the mitral valve opened and closed without regurgitation with a mean transvalvular gradient of 2mmhg. The patient tolerated the procedure well and was transported back to the thoracic ICU in stable but critical condition. The patient was deemed appropriate for discharge and was discharged to an in-patient rehabilitation facility on pod #16.